Event description:
It was reported that a spectrum pump had a damaged keypad. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Keypad malfunctions were obvious during the product evaluation. The following keys are inoperable: #5, #7, #8, #9 key caused by a failed keypad. When attempting to navigate through care area/ drug selection, and attempt to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the #5 key will occur following the selected key's function. The keypad was replaced.